Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During investigation into a non-reportable patient death, a reportable rash was found. A us distributor reported that a patient had a rash on their back. The skin was described as blistered and the patient reportedly had a hole in their skin. The patient's doctor did not prescribe medicine, but advised to remove the device for the rash. The patient's sister reported not knowing if the rash had improved before the patient passed away. There is no indication that this rash caused or contributed to the patient's passing as the patient last wore the lifevest 3 months prior to the reported skin irritation.